Event description:
It was reported by the customer while using the unspecified bd alaris tubing, that the clamp separated. The following information was provided by the initial reporter: the bd primary alaris tubing clamp broke when re-loading alaris pump.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. The initial reporter also notified the FDA. Medwatch report (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.